Event description:
This is an adverse event recorded on a case report form as part of the us barrett's registry. The patient was treated with focal rfa for barrett's esophagus. Approximately (B)(6) months after the last focal ablation, the patient reported mild difficulty swallowing and routine endoscopy revealed a what was described as a mild ring at the gastroesophageal junction. This was dilated one time with a balloon. All biopsies showed that the patient was a complete response for all barrett's tissue (histological cure). Subsequent endoscopy showed complete resolution of the ring. Per the physician input to the case report form, the severity was mild, the relationship to the device and procedure was definite, and there was no device malfunction.